Event description:
It was reported device failed volume test during testing. No patient injury reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the tamper seal intact. There was evidence of the error or reported problem recorded in event history log, however, the reported problem was not duplicated. No problem was found with the downstream occlusion sensor. Pumps accuracy volume test passed, however, it was recommended to have the expulsor replaced as a preventative measure. Complaint was not confirmed as no fault was found. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.